Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that stimulation has been turned off. The stimulation device was fully charged the morning prior to report, but the charge has not decreased. The patient did not feel any irritation. The power button on the communicator was pressed, but it did not turn on, and the message 'not found' appeared in the mystim app. When the mystim app was reopened and the communicator was turned on and off, it was confirmed that the stimulation was off. Instructions were provided on how to turn the stimulation on, and it was confirmed that the stimulation switched successfully. It was advised to monitor the situation moving forward. The issue was resolved at the time of this report.

Event description:
Additional information received upon asking about cause of the reported issues stated that the event ¿was simply because [the patient] did not charge it.¿ it was stated that no further information had been confirmed beyond that and that the problem was resolved at the time of follow-up. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.